Manufacturer narrative:
Reoprt source: foreign, (B)(6).

Event description:
Information was received that during the use of a smiths medical blue line ultra suctionaid tube with profile soft-seal cuffthe the customer noticed the cuff's air pressure lowered. They suspected air leaked from the cuff and replaced the trach tube with another one. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one used blue line ultra (blu) tracheostomy tube was returned for investigation in used condition and without its original packaging. The sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No discrepancies were found in the returned sample. A syringe was used to inflate the cuff and inflation line of the sample. The sample was then submerged under water in order to look for leaks or any damage to the product. A leak was detected in the tube of inflation line. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause for the reported product problem was not established.